Event description:
It was reported pt had a long gamma nail implanted. After a short period of time the lag screw started to back out. Surgeon elected to remove the lag screw from the long nail on (B)(6) 2012. The sales rep explained prior to the surgery that the doctor had the ability and option to turn and adjust the lag screw back up into the femoral head and lock it with the proximal locking screw. He still elected to remove the screw.

Manufacturer narrative:
Once the investigation has been completed any additional info will be reported in a supplemental report.